Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said 6-8 months ago they started having nerve pain on the top of their left leg on the inside of the leg. Patient said it wasn't anything serious and they just went on with it. This morning around 7am the patient got a debilitating shock on their nerves in the same spot on their leg. The shock was so bad the patient couldn't do anything and couldn't breathe. The patient kept getting the shock every 4-5 minutes until an hour ago. Patient's wife turned stim off and the patient was able to urinate which is unusual because the patient has a neurogenic bladder. Since turning stim off the patient's leg has quit hurting. Patient wanted to confirm stim was off. Patient was able to connect to the ins and showed stim was off. Patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.